Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement stealthair reference frame shipped to site 10/17/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that the screw thread to attach the stealth air cranial reference frame was broken, and the stealthair reference frame will be replaced with new one. This issue was discovered during cleaning, after surgery was completed, not during pre-operative preparation. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: suspect device information provided. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.